Event description:
A medtronic ent representative reported that, while in an ear, nose & throat (ent) septoplasty procedure, the surgeon alleged a 4mm inaccuracy from the turbinate and from the back wall of the sphenoid. Tracer registration was performed with a light touch and the surgeon traced back to the ears. The surgeon opted not to re-register and continued while noting the inaccuracy. It was noted that registration was accurate on the surface and became inaccurate as the surgeon progressed deeper in the sinus. The surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome.

Manufacturer narrative:
The archive of the patient exam and associated tracer pattern was analyzed. It was found that the points were not collected back towards the ears on both sides. Recommended adjustments of tracer technique to site.

Manufacturer narrative:
Patient weight not made available from the site. A medtronic representative, following-up at the site, reported this was a septoplasty and it is unsure how much bone shift may have resulted from this procedure. A medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. Reported issue could not be replicated. No parts have been returned to manufacturer for analysis.